Manufacturer narrative:
Other for no allegation of device malfunction or nonconformance. The device was disposed of by the facility and will not be returned for evaluation.

Event description:
At three month follow up following the successful embolization of left piarachnoid/opthalmic aneurysm, it was noted that there was some recurrence of the aneurysm. The pt underwent a second procedure to embolize the remnant. Three coils were successfully deployed using this microcatheter. The physician attempted to place a fourth coil but " there was good occlusion of the aneurysm; however, angiography following placement of the coil within the aneurysm revealed occlusion of the left opthalmic artery." The coil was removed and intravenous repro was administered. Angiography taken after ten mins revealed delayed flow within the vessel. A 1.8ml of tpa were injected and angiography taken ten mins later revealed restoration of flow within the vessel. The pt suffered no neurological deficits, due to this event.